Event description:
Baxter france received a report that an infusor was "impossible to prime". The device was filled with a solution of ceftazidime and saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. The reported condition of "impossible to prime" was confirmed. Visual examination of the unit showed no signs of blockage in the delivery tubing or the reservoir that could have caused the reported condition. However, no evidence of flow/prime was discovered during functional testing. Subsequent microscopic examination showed evidence of drug residue blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.